Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 22-jan-2024 and forwarded to millyard advanced medical products, llc on 23-jan-2024. The patient reported that she received a cassette problem alarm and that troubleshooting was unsuccessful. The patient attempted to switch to her backup pump using a new cassette, but she received the same alarm. The patient reported that she will be heading to the hospital, and replacement pumps were couriered to the hospital same-day. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.